Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One tapered screw-vent implant with mtx surface (tsvb11), associated mount and mount screw were returned for investigation. Visual inspection of the returned implant identified signs of wear around the internal hex and external threads due to usage. Through dimensional analysis and comparison to drawings (dwg no. Pd-tsvb11 rev. L), it was determined that the device met design specifications. X-ray or picture images were not provided. As a result, bone fracture could not be verified. Appropriate documentation was reviewed and the following information was identified: document reviewed: instructions for use for tapered screw-vent, advent and trabecular metal implants, 4869 rev 7-01/16. Information identified: contraindications, warnings, precautions, breakage and adverse effects. Per the applicable IFU, under the sections warnings and precautions, it is stated that when implant is forced into the osteotomy deeper than depth established by the drills, damage of the osteotomy may occur and improper technique can cause implant failure. A device history review was performed and no related non-conformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported bone fracture. Per complaint description, the vestibular wall was fractured while placing the implant. The reported event, bone fracture, couldn't be verified since x-ray images or pictorial evidence were not provided. A definitive root cause for this complaint could not be determined.

Manufacturer narrative:
Zimmer biomet (B)(4). Additional 510k number - k013227.

Event description:
It was reported that the patient experienced a bone fracture during placement of the implant. The implant was removed.